Manufacturer narrative:
Concomitant products : 4194-88 lead, implanted (B)(6) 2006, 5076-52 lead, implanted (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial, right ventricular, and left ventricular leads had high thresholds. The leads remains in use. The patient was a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.